Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2024 to treat functional tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted, reducing tr to moderate. On (B)(6) 2024 the patient returned to the hospital with recurrent tr and symptoms of fatigue and water retention. One clip remained stable, however one clip has partially detached from the posterior leaflet. A septal occluder was implanted between the two clips, and tr was reduced to mild to moderate. In the physicians opinion, the clip movement was due to renal failure and fluid retention that expanded the annulus post triclip implantation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported migration (partial clip movement) appears to be due to renal failure and fluid retention that expanded the annulus (increased water weight and expansion of the tricuspid valve annulus). The reported tr appears to be related to partial clip movement. Additionally, the reported patient effect of tricuspid regurgitation (tr) is listed in the triclip system instructions for use and is a known possible complication associated with triclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.